Event description:
It was reported that the autopulse resuscitation system did not compress and displayed a user advisory message of 08 (motor controller fault detected). The system will sometimes shut off after this message is displayed. The autopulse nimh batter (s/n (B)(4)) involved in this event is addressed under MFR report number 3003793491-2012-00150.

Manufacturer narrative:
The event description the customer reported to the manufacturer did not indicate a potential safety issue. The autopulse resuscitation system (s/n (B)(4)) was returned on (B)(6) 2012 to zoll circulation and analyzed. Archive data results indicated that unit exhibited several user advisory messages of 08 (motor controller fault detected), 21 (position change does not coincide with motor direction) and 29 ( loss of brake connectivity) and it was observed that the load cell was bad. The load cell was replaced and the board passed final test. Probable root cause could be due to bad load cell that may have contributed to this failure could be associated with the bad load cell.